Manufacturer narrative:
Device evaluation: one osteoraptor 2.3 w. Ub cobraid blue was returned for evaluation of the reported complaint mode, ¿broken implant¿. The reported complaint was confirmed. The anchor was received without a third of the proximal end. No functional testing could be performed, due to the condition of the device. The bone quality of the patient, and the size of the drill used during preparation, were not supplied. Because of this, the most probable root cause was unable to be determined. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).

Event description:
During a hip arthroscopy, utilizing the osteoraptor 2.3 w. Ub cobraid blue, it was reported that while the surgeon was tapping the anchor in, it broke in patient. A new anchor was used successfully with a new hole; the original hole was left empty. It was reported that the surgeon was able to remove all debris from the patient using a grasper. There were no reported patient injuries or complications.